Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The physician deployed three (3) different closures devices in the laa of the patient, but none of the devices met release criteria. After attempting the third device it was noted that the patient had a pericardial effusion. The procedure was ended, and the patient was kept under observation forty minutes. No intervention was performed, and the patient was kept overnight for continued observation. No other complications were reported, and the patient is expected to make a full recovery.